Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Analysis found: no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), product ID: 97755-s, serial/lot #: (B)(6). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger paddle gets real hot when recharging the implanted neurostimulator for quite some time, at least 5 months ago. Patient stated they met with a manufacturer representative (rep) today in person and representative told her to call for recharging antenna replacement. Agent asked patient if there is any visible damage on the paddle or cord and patient said there is no visible damage but the the rep told them the cord is crinkled. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that the recharger was still getting to hot even after the recharger was replaced. Agent walked pt through decreasing charging speed and temperature. They will monitor it at the 3 level and will call back if needed.